Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly broken. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 298 mg/dl while wearing the pod between 24 and 36 hours. When the patient removed the pod from the infusion site (abdomen) the cannula looked like it was off center and broken. It was also reported that the pod was leaking insulin. As treatment, the patient was able to activate a new pod.